Event description:
A malfunction on the pump was reported. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer took a corrective bolus via the pump to address the issue and did not require third-party assistance. Despite the malfunction, the customer successfully reset the pump independently and continued its use.